Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had a very bad fall (not related to device/therapy) and ended up in the hospital about a week prior to noticing a gradual change in therapy; patient says about two weeks prior to initial report. During the call, the patient was unable to use the patient programmer (pp) and verify stimulation was on. It can be noted that the patient was using the blue buttons on the left hand side to turn the pp on and off not knowing they were turning stimulation on and off. Patient then said stimulation was on at 3.9v on program 1. They then increased to 4.5v which is strong, but the patient was comfortable sitting standing and walking; they are aware that they should decrease stimulation if it becomes uncomfortable. They noted that they had a gradual return of bowel symptoms; they had a return of urgency, frequency, and incontinence. Patient noticed the return of urgency and frequency symptoms "last week" and the incontinence "this week". As a result of what was reported, the patient will continue to track symptoms and follow up with their healthcare provider (hcp) to let them know of the fall and change in therapy. No further patient complications have been reported as a result of this event.